Manufacturer narrative:
Analysis of the data/database found the customer comment that the mobile programmer application had an intermittent responsiveness issue was confirmed. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the tablet hosting the mobile programmer application had an intermittent responsiveness issue. It was noted that the interface would intermittently stall, fail to navigate a screen, and exhibit a delayed response, or lack of a response to touch. It was noted that the issue was experienced when the data/saved reports were being reviewed after lead testing was completed. No patient complications have been reported as a result of this event.